Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a lower blood glucose (bg) level due to the pump correction factor being entered into the pump incorrectly. Bg value was not provided. In addition, it was reported that the pump touchscreen timed out unexpectedly. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.